Manufacturer narrative:
D10: 200-04-22 - cemented finned tib. Tra sz 2f/2t - (B)(6), 230-02-02 - optetrak asy,cr cemented femoral, sz 2 - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 9 years and 11 months post the initial left total knee arthroplasty, the patient complained of knee swelling and pain. The surgeon diagnosed wear of the tibial insert and the patient was revised. Breakage and wear were observed in the retrieved tibial insert. The surgeon decided there was no problem with the locking mechanism of the tibial tray, and only the insert was replaced with a new truliant cr size 2, 13mm neutral insert. Polyethylene particles were removed by the surgeon appropriately. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.